Manufacturer narrative:
Reported event: saw attachment could not compress blade. Case type: tka. Did the blade fall out of the handpiece during cutting? As per the mps: no- during set up update: ""under anesthesia-yes"". Functional inspection: shows that the locking knob turns freely and there is no movement from the blade locking clamp. The failure mode is confirmed. Visual inspection: shows that the cam pin is broken. See attached picture. There are also marks on the knob from where the wrench makes contact. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as the failure is consistent with excessive force applied by the knob. Product history review: a review of the device history records indicate 25 devices were manufactured and accepted into final stock on 09/01/16. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35020816 shows 5 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: the failure is confirmed via visual and functional inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Saw attachment could not compress blade. Case type: tka. Did the blade fall out of the handpiece during cutting? As per the mps: no- during set up update: "under anesthesia-yes".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw attachment could not compress blade. Case type: tka. Did the blade fall out of the handpiece during cutting? As per the mps: no- during set up. Update: "under anesthesia-yes."